Event description:
It was reported to nova biomedical that a consumer received a result of 484 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 86 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will not be returned for evaluation.